Event description:
It was reported that the preloaded intraocular lens (iol) split when the lens was implanted/delivered. No further information was provided.

Manufacturer narrative:
Section h3 - other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Upon further review, it was determined that health effect - impact code 4627 should be added to capture the removal of the lens, as it appears the lens was implanted and then removed, which was inadvertently not captured on the initial medical device report (MDR). Therefore, this supplemental report is to correct the health effect - impact code. The following fields have been updated accordingly: section d6a: if implanted, give date: unknown, information was requested but not provided. Section d6b: if explanted, give date: unknown, information was requested but not provided. Section h6: health effect - impact code: 4627 - device explantation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.